Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately low compared to her feelings and/or normal results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). On (B)(6) 2012 at approximately 8am, the patient reported obtaining a blood glucose result of approximately "149 and 160mg/dl" with her lfs meter. It is not known what the patient's normal blood glucose range is. The patient reported managing her diabetes with a combination of glipizide, 10mg twice a day and metformin 200mg. The patient denied taking any action as a result of the alleged issue. The patient reported immediately after the alleged issue she felt "hot, bleeding, shaky, nausea and weak." The patient denied seeking any treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted the patient's test strips were in good condition. The cca was able to assist the patient with how to code the meter, and educated her on how to use control solution. It is not known if the subject meter was set to the correct code number at the time she was obtaining the alleged inaccurate results. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.